Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the devices returned for evaluations, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It is unknown at this time if the hip product is actually the durom cup. The pt received the implant on (B)(6) 2009 and underwent revision surgery on (B)(6) 2012 due to known reasons.